Manufacturer narrative:
Corrected data: information was on the original RMA form indicating that there was no patient present at the time of the event and the issue occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +7.55%. There was no reported adverse event.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No problem found.